Manufacturer narrative:
The manufacturer's service rep talked to an engineer tech over the phone, who was able to reboot the system with the uninterrupted power supply. The system is operating as intended.

Event description:
The customer reported that the insta trak system would not show video on the display, and did not auto boot likely due to ups failure. No pt injury was reported.